Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-oct-2024: the instrument was inspected prior to use and there was no damage observed. There was no arcing and no cautery loss report. No instrument collision occurred during the procedure. A backup instrument was used to complete the procedure. There was no patient harm as a result of the event. No photographic images of the device or recording of the procedure is available for isi to review. Refer to section a. Patient information and section b7 for updated information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to the reported complaint: the conductor wire insulation was retracted. The wire was not fully broken. The instrument passed electrical continuity test. Components adjacent to this wire did show damage. The complaint was confirmed by failure analysis.